Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leakage from the titanium adapter and catheter. Subsequently the patient developed peritonitis. The cause of the leak was not reported. It was not reported if the patient was hospitalized for the event. On the same day as the event onset date, the patient was treated with vancomycin injection (1g, every third day, for 14 days, route not reported) and amikacin injection (375mg, every day, for 14 days, route was not reported) for the event. At the time of this report, the patient was recovered from the event and pd therapy was ongoing. No additional information is available.